Event description:
Post procedure, after placement of a precise stent into the left internal carotid artery, the patient became hypotensive and was treated with dopamine. Also, after the index procedure the patient's symptoms worsened and he was diagnosed with an ischemic stroke. The patient is a (B)(6) male who was enrolled in the (B)(4) study for carotid artery stenting. The patient came into the hospital with left sided weakness and based on new symptoms of facial weakness the physician felt that he had likely had a stroke. The patient was noted to have high-grade stenosis involving both right and left internal carotid arteries more than 95% bilaterally. A CT scan was performed and compared to a CT performed approximately fifteen months previous. The test showed no evidence of an acute post traumatic intracranial abnormality. No evidence of hemorrhage or infarct. There was small vessel ischemic changes noted. The patient underwent stenting of the right internal carotid artery five days previous to the sapphire study index procedure. The day before the right carotid stenting procedure the patient was noted to have worsening left side weakness as well as more pronounced facial droop. The patient was found to have blood pressure (bp) in the 110's, and symptomatically began to improve as bp improved. The patient was also noted to have paroxysmal atrial fibrillation. A non cordis stent was successfully implanted. Five days later stenting of the left internal carotid artery was performed.

Manufacturer narrative:
The adjudication minutes were received and agree with the previous diagnosis of an ischemic stroke but also notes that the patient¿s death, which occurred approximately a month post procedure, was neurologically related. As originally reported by the account, the primary cause of death was multiorgan system failure. The event was determined to be unrelated to the precise stent. Although the death certificate states that the primary cause of death was multi organ failure, according to the adjudication minutes the event is related to the stroke suffered by the patient. Therefore, the patient¿s death is related to the stroke. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Access was made into right femoral artery, retrograde, with a 6 fr standard sheath. A temporary pacemaker was inserted from the right femoral vein. The 6fr sheath was exchanged for a 6 fr shuttle over the wire . The shuttle sheath was advanced into left common carotid. An angioguard distal protection device was advanced into distal left internal carotid and deployed. An aviator plus 4x20mm balloon catheter was advanced into left internal carotid artery. The balloon was inflated to 10 atmospheres (atms) for 10 seconds. The balloon catheter was removed. A precise 9x40mm stent was advanced into left internal carotid artery. The self expanding stent was successfully deployed. The stent catheter was removed and an aviator plus 5x20mm balloon was advanced into left internal carotid stent and inflated to 10 atm for 10 seconds. The balloon catheter was removed. The angioguard device was successfully captured and removed. The 6fr shuttle sheath was exchanged for 6fr 12cm sheath. Temporary pacemaker lead was removed under fluoro. The sheath removed and anglo seal deployed, successfully. Right venous sheath sutured in site. The procedure was successfully completed and the patient returned to recovery hemodynamically stable and neurologically intact. Post procedure the patient became hypotensive and was placed on dopamine. Patient developed worsening left facial droop, left neglect and left-sided weakness when he woke up from procedure. Overnight, the patient was not moving the left side of body; stat CT head showed no acute abnormalities. The patient was found to be vomiting undigested food and a question of aspiration. There is a note stating that the patient suffered a subsequent stroke involving right mca territory after left carotid stent. Carotid doppler does not show occlusion. Head CT twice showed no new ischemia. Patient is not a candidate for tpa and MRI due to newly placed stent. A final CT scan prior to discharge was performed and noted the following: a non-infused head CT was performed. No evidence of an acute intracranial hemorrhage, mass lesion, or an obvious acute infarct is seen. Patchy foci of decreased density are seen in the periventricular white matter bilaterally as well as in the basal ganglia and are compatible with small vessel disease and lacunar infarcts, which appear old. Impression: no evidence of an acute intracranial abnormality is visualized. Findings compatible with small vessel disease and lacunar infarcts are identified. If an acute infarct is a concern, an MRI would be a more sensitive examination. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Post procedure, after placement of a precise stent into the left internal carotid artery, the patient became hypotensive and was treated with dopamine. Also, after the index procedure the patient's symptoms worsened and he was diagnosed with an ischemic stroke. The patient is an (B)(6) male who was enrolled in the (B)(6) study for carotid artery stenting. The patient came into the hospital with left sided weakness and based on new symptoms of facial weakness the physician felt that he had likely had a stroke. The patient was noted to have high-grade stenosis involving both right and left internal carotid arteries more than 95% bilaterally. A CT scan was performed and compared to a CT performed approximately fifteen months previous. The test showed no evidence of an acute post traumatic intracranial abnormality. No evidence of hemorrhage or infarct. There was small vessel ischemic changes noted. The patient underwent stenting of the right internal carotid artery five days previous to the (B)(6) study index procedure. The day before the right carotid stenting procedure the patient was noted to have worsening left side weakness as well as more pronounced facial droop. The patient was found to have blood pressure (bp) in the 110s, and symptomatically began to improve as bp improved. The patient was also noted to have paroxysmal atrial fibrillation. A non cordis stent was successfully implanted. Five days later stenting of the left internal carotid artery was performed. Access was made into right femoral artery, retrograde, with a 6 fr standard sheath. A temporary pacemaker was inserted from the right femoral vein. The 6fr sheath was exchanged for a 6 fr shuttle over the wire. The shuttle sheath was advanced into left common carotid. An angioguard distal protection device was advanced into distal left internal carotid and deployed. An aviator plus 4x20mm balloon catheter was advanced into left internal carotid artery. The balloon was inflated to 10 atmospheres (atms) for 10 seconds. The balloon catheter was removed. A precise 9x40mm stent was advanced into left internal carotid artery. The self expanding stent was successfully deployed. The stent catheter was removed and an aviator plus 5x20mm balloon was advanced into left internal carotid stent and inflated to 10 atm for 10 seconds. The balloon catheter was removed. The angioguard device was successfully captured and removed. The 6fr shuttle sheath was exchanged for 6fr 12cm sheath. Temporary pacemaker lead was removed under fluoro. The sheath removed and anglo seal deployed, successfully. Right venous sheath sutured in site. The procedure was successfully completed and the patient returned to recovery hemodynamically stable and neurologically intact. Post procedure the patient became hypotensive and was placed on dopamine. Patient developed worsening left facial droop, left neglect and left-sided weakness when he woke up from procedure. Overnight, the patient was not moving the left side of body; stat CT head showed no acute abnormalities. The patient was found to be vomiting undigested food and a question of aspiration. There is a note stating that the patient suffered a subsequent stroke involving right mca territory after left carotid stent. Carotid doppler does not show occlusion. Head CT twice showed no new ischemia. Patient is not a candidate for tpa and MRI due to newly placed stent. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or hypotension. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
Post procedure, after placement of a precise stent into the left internal carotid artery, the patient became hypotensive and was treated with dopamine. Also, after the index procedure the patient's symptoms worsened and he was diagnosed with an ischemic stroke. There is a note stating that the patient suffered a subsequent stroke involving right mca territory after left carotid stent. Carotid doppler does not show occlusion. Head CT twice showed no new ischemia. Approximately a month later the patient expired. The immediate cause of death was multi-organ system failure. The event was evaluated and determined to be unrelated to the cordis product. The patient is an (B)(6) male who was enrolled in the (B)(6) study for carotid artery stenting. The patient came into the hospital with left sided weakness and based on new symptoms of facial weakness the physician felt that he had likely had a stroke. The patient was noted to have high-grade stenosis involving both right and left internal carotid arteries more than 95% bilaterally. A CT scan was performed and compared to a CT performed approximately fifteen months previous. The test showed no evidence of an acute post traumatic intracranial abnormality. No evidence of hemorrhage or infarct. There was small vessel ischemic changes noted. The patient underwent stenting of the right internal carotid artery five days previous to the (B)(6) study index procedure. The day before the right carotid stenting procedure the patient was noted to have worsening left side weakness as well as more pronounced facial droop. The patient was found to have blood pressure (bp) in the 110s, and symptomatically began to improve as bp improved. The patient was also noted to have paroxysmal atrial fibrillation. A non cordis stent was successfully implanted. Five days later stenting of the left internal carotid artery was performed. Access was made into right femoral artery, retrograde, with a 6 fr standard sheath. A temporary pacemaker was inserted from the right femoral vein. The 6fr sheath was exchanged for a 6 fr shuttle over the wire. The shuttle sheath was advanced into left common carotid. An angioguard distal protection device was advanced into distal left internal carotid and deployed. An aviator plus 4x20mm balloon catheter was advanced into left internal carotid artery. The balloon was inflated to 10 atmospheres (atms) for 10 seconds. The balloon catheter was removed. A precise 9x40mm stent was advanced into left internal carotid artery. The self expanding stent was successfully deployed. The stent catheter was removed and an aviator plus 5x20mm balloon was advanced into left internal carotid stent and inflated to 10 atm for 10 seconds. The balloon catheter was removed. The angioguard device was successfully captured and removed. The 6fr shuttle sheath was exchanged for 6fr 12cm sheath. Temporary pacemaker lead was removed under fluoro. The sheath removed and anglo seal deployed, successfully. Right venous sheath sutured in site. The procedure was successfully completed and the patient returned to recovery hemodynamically stable and neurologically intact. Post procedure the patient became hypotensive and was placed on dopamine. Patient developed worsening left facial droop, left neglect and left-sided weakness when he woke up from procedure. Overnight, the patient was not moving the left side of body; stat CT head showed no acute abnormalities. The patient was found to be vomiting undigested food and a question of aspiration. There is a note stating that the patient suffered a subsequent stroke involving right mca territory after left carotid stent. Carotid doppler does not show occlusion. Head CT twice showed no new ischemia. Patient is not a candidate for tpa and MRI due to newly placed stent. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or hypotension. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. The patient¿s immediate cause of death was multi-organ system failure. The event was evaluated and determined to be unrelated to the cordis product. There is no medical evidence of a causal relationship between the stent placed in the carotid artery and the patient multi-organ failure. It is likely related to the patients deteriorating condition. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.